Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating and smoking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat/smoke was confirmed through disassembly and visual inspection. Through visual inspection, the motor flex assembly was confirmed as damaged.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating and smoking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.